Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen cracked, rendering the screen unresponsive and necessitating replacement of the device. Symptoms included no injury or adverse clinical effects. Outcomes included no impact to health and continued cgm use via the dexcom app or receiver. Investigation included complaint intake, verification of shipping and return logistics, and instructions to shut down the device to avoid further alerts and inspection of the returned device. Investigation of this device revealed physical damage to the display component with loss of touch functionality, consistent with a damaged user interface panel. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device manufacturing or design.